Event description:
It was reported the patient ((B)(6)) lost therapy. Surgical intervention was undertaken to replace the patient's dbs ipg. Based on the program parameters longevity for the ipg was estimated to be 34 months. The device in question was implanted for 30 months.

Manufacturer narrative:
This device is not approved for sale in the USA, but it similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.